Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure, the stapler cartridge continue to come loose from the device's hand piece unexpectedly. Another device was used to complete the case. There was no patient injury.